Event description:
It was reported via repair work order that the bed was experiencing phantom motion due to damaged siderail pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.